Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, loss of capture, high, out of range pacing impedance, and low, out of range high voltage lead impedance were observed. The lead was dislodged due to twiddlers syndrome. The lead was successfully explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.